Event description:
According to the reporter: the white grasping teeth on the end of the instrument dislodged, but did not fall into the cavity. A new device was used to complete the procedure. No injury reported.

Manufacturer narrative:
Initial report submitted: february 14, 2008.